Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip could not be properly loaded on the grips.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not apply clips to tissue. The medium-large clip applier would hold the clips. During the procedure, it would not close properly to engage the clips. The customer changed the clip, but it still would not apply the clip to the tissue. The customer used a different clip applier to apply the clips. No additional tissue resection was required or performed to apply the clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the medium-large clip applier was not strong enough to clamp the clip during the first clip application attempt onto the common bile duct. The issue was resolved after swapping to a backup clip applier. There was no harm to the patient.